Event description:
Surestep foley tray system 16fr catheter with urine meter was placed in a patient. Catheter set up was missing the blue stopper for the luer lock connection on the bag tubbing causing urine to leak out after insertion. Ref: (B)(4).